Event description:
The customer reported that they cannot secure the closure of twist clamp well. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set with no cap on dark blue connector and no cap on patient connector in reference to other was received. A leak noted during clamp function and no tubing leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for other.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a ''leak'' due to a broken occluder foot found during the sample evaluation; however, the root cause could not be determined.